Event description:
I was sleeping while wearing the product [device use error], she did use this wrap that expired in may2008 last wednesday [expired device used], 3 blisters on her neck that were tender to the touch/confirmed they were burn blisters/still had scabs on the area [burns second degree], narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist, lot number 5180u018s, expiration date may2008, UDI number (B)(4), manufactured by procter & gamble) on (B)(6) 2020 due to very stiff sore neck. Relevant medical history included high blood pressure and she was borderline diabetic. Concomitant medication included lisinopril 10 mg daily for high blood pressure. She used the product previously a few years before the report. The patient just realized that product expired in may2008 and she used this wrap on (B)(6) 2020 (last wednesday) night. She slept while wearing the product on shoulder/ neck area. She used the product for about 8 hours. When she reached up she felt blisters that were tender to the touch when she woke up on the next morning, on (B)(6) 2020. She went to the doctor since she had 3 blisters on her neck and the doctor confirmed they were burn blisters. She was treated with bacitracin/neomycin/polymyxin b (neosporin) for the event. The patient was recovering from the burn blisters, she still had scabs on the area and it was still tender to the touch. The clinical outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available.